Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: ""standing at home and leg gave out on him." X-ray revealed dislocated hip and disassociated femoral head. Scheduled for revision surgery." Spoke to rep. The head disassociated from the stem, and dislocated out of the liner.